Event description:
The hcp reported the patient had an infected abdominal wound for one month with frank pus and a diagnosis of meningitis. The device system was explanted. The wound was irrigated and the patient received IV antibiotics. The patient outcome is reported as "pending" a follow up report will be sent when additional info is received.